Manufacturer narrative:
As received, the device was at vvi mode above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. The reported event of premature battery depletion was not confirmed.

Event description:
During an ablation procedure, the device entered elective replacement indicator. The device battery longevity was 1.6 years prior to the ablation. The device was explanted and replaced. The patient was stable.